Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system passed away. The cause of death was due to sepsis and infective endocarditis. No autopsy was performed. No additional information is available. The lead was buried with the patient.